Event description:
It is reported there was a little hole in the rectal balloon. The device came out of the patient while the water wasn't in the balloon anymore. It was further reported that the balloon was checked for a leak.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Per the information received device was not used. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.